Event description:
An optometrist reported a case where pt came into the office for two week follow-up lasik treatment, and indicated the right eye was bothering him. Reporter indicated corneal haze was noted and prescribed an increase of topical steroid eye drop dosage. Pt also noted, "right eye seems blurry since this morning." Upon additional follow up, reporter indicated the reported corneal haze has resolved.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).